Event description:
It was reported that the patient experienced a shocking or jolting sensation. The patient took a trip on (B)(6) 2014 and she did a lot more sitting then she typically did. On (B)(6) 2014, the patient felt a shock while she was sleeping. The patient didn¿t know if she moved too quickly while she was sleeping. The patient felt the shock in upper lumbar and went into the diaphragm. The patient¿s normal stimulation coverage was in the lumbar and leg. The patient did not adjust the stimulation when she went to bed. No patient falls or trauma was reported. The patient had degenerative disc disease and she had an outpatient procedure on (B)(6) 2014. The patient received steroids and a nerve block. The patient was having another surgery as well. Refer to manufacturing report # 3004209178-2014-24582.

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), product type recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).